Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hrx. Other number¿UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture/release to warehouse date: may 17, 2016. Expiration date: may 1, 2018. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in the (B)(6) as follows: it is reported during a procedure on (B)(6) 2017, the femur was being reamed around the isthmus when an audible crack was heard. The reamer/irrigator/aspirator (ria) drive shaft had broken in the femur. All fragments were retrieved. Additional information was received on april 11, 2017 further reporting that during the same procedure, there was a breakage of the ria tube assembly. The femur was being reamed distally when a jerking motion was detected in the shaft. The plastic sheath had ripped through leaving the reamer and the distal portion of the plastic shaft in the canal. All fragments were retrieved. Surgery was completed successfully with a delay of approximately 20 minutes. This is report 2 of 2 for (B)(4).